Event description:
It was reported that patient experienced a syncope event and passed out. The electrogram is consistent with 60 hertz electromagnetic interference (emi) noise. The source of the emi is undetermined, although it was noted that the patient uses an electric wheelchair. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5054 implantable pacing lead (B)(6) 2001, 4296 implantable pacing lead (B)(6) 2011. (B)(4).